Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that this is a device related issue.

Event description:
Patient presented for knee surgery for repair of distal femur with I/m rod. The surgeon elected to revise the tibial insert